Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial#(B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been going through "holy hell" since implant. The caller stated that the patient had been in constant pain since implant and the patient felt "like her back is broken in two". The caller said that the patient's healthcare professional would not see the patient; patient services suggested contacting another physician and physician listings were sent to the caller. Additional information was received from a manufacture representative (rep) via a patient on (B)(6) 2018. There was inadequate coverage. The patient reported that their back pain is unrelieved with their spinal cord stimulator (scs). There were no known causes. Reprogramming sessions with the patient¿s previous physician occurred and the previous physician wanted to treat with injections but the patient reported back pain improvements during the scs trial. The new physician would do a lead revision to mimic the trial placement. Surgical intervention was scheduled for (B)(6) 2018. An x-ray of the trial lead placement showed that the trial was at t8 while the implant was at the t9/t10 interspace despite the trial placement and pain relief. The physician opted to place the implant lower because of foot pain. The patient made it clear that their back pain bothered them the most. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the the implant did not do much for them and they have stopped using it a within the 1st or 2nd year of getting implanted. The patient stated they do not have the equipment and had not charged implant since. The patient needed to get an MRI. Agent reviewed info and the manufacturer representative (rep) role and redirected them to their healthcare provider (hcp).

Manufacturer narrative:
H6 coding has been updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.